Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother called for assistance with checking the status screen. The screen showed last bolus as 1.95 units even though they had given one a few minutes ago for dinner. Blood glucose value was 315 mg/dl. They are unsure if they completed the process as they had been chatting while blousing and blood glucose level was higher than normal. Mother stated that the history has always been accurate and they probably didn't deliver the bolus. Customer would treat as needed.